Manufacturer narrative:
The autopulse li-ion battery associated with this complaint will not be returned for evaluation. Since the battery was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During device check, the autopulse li-ion battery (sn (B)(4) was successfully charged on an autopulse multi-chemistry charger; however, after 1 minute of use in an autopulse platform, the platform displayed replace battery message. Following this, the battery was inserted in to the mcc again and the mcc showed that the battery charge is full. The battery was then placed in and was used in a another platform and issue persist. No patient involvement.